Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not actuate during a procedure. The condition of the aspiration was not known. The procedure was completed with the third vitrectomy probe after replacing the initial and second one. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Two opened probes were received with tip protectors, in a tray, for the report of actuation failure. Sample #1 was visually inspected and found to be non-conforming with the inner cutter in the port of the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration; the cutter remained in the port of the needle during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. Sample #1 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The inner cutter / coupling adhesive bond fillet was visually inspected and found to be conforming. No wear marks were observed along the inner cutter. Sample #2 was visually inspected and found to be non-conforming with the inner cutter in the port of the needle. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirmed that one of the two returned probes (sample #1) had an actuation failure and also indicated that the same probe had an aspiration failure. The root cause of the aspiration failure was the cutter remaining in the port due to the actuation failure. The root cause for the actuation failure is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).